Manufacturer narrative:
The investigator does not believe the dissection is related to a medtronic device. The investigator stated that a medtronic device did not cause or contribute to the dissection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Sponsor assessed the dissection as not related to the index device or procedure. The dissection was treated with implant of an additional stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigator reported resolute onyx lot #0009062242 as cause of the dissection. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the a revascularisation procedure two resolute onyx stents were implanted into the rca. Dissection was observed.